Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 2 days post implant of this 21mm aortic bioprosthetic valve, the patient died. The cause of death was listed as cardiogenic shock and acute renal failure. It is unknown whether an autopsy was performed.